Manufacturer narrative:
Additional product code kwq nkg. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the stardrive screwdriver shaft t8 105mm stripped head. The issue was observed during inspection. There was no patient involvement. This complaint involves one (1) device. This report is for (1) stardrive screwdriver shaft t8 105mm. This report is 1 of 1 for (B)(4).